Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the bottom case was cracked and the left plunger case was damaged. The event history log confirmed plunger not in place occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be impact. The damaged left plunger case along with all the plastic parts of the plunger head were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device's plunger was not in place (B)(6). The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.